Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product available for return.

Event description:
It was reported a patient underwent a laparascopic lipoma removal procedure, on (B)(6) 2022 and topical skin adhesive was used. Post op, the patient developed a rash, red and inflamed across whole abdomen and what appears to have water blisters. It is now spreading with itching to different areas. Patient treated with an anti fungal and anti bacteria, medrol dose pak, benadryl prn. On (B)(6) 2022, patient had low grade fever 99.0 and augmentin started. On (B)(6) 2022, water blisters around the incision areas and red no drainage from incisions dry and intact. Rash on left side of abdomen. Cultures for anaerobe, bacterial, fungal all obtained. Nystatin cream prescribed. On, (B)(6) 2022, hives on left arm, legs, abdominal area, itchy and burning. Patient admitted to hospital for treatment. Benadryl im and po, diflucan IV, cipro IV, herpes culture, solumedrol IV. On, (B)(6) 2022 patient discharged from hospital rash much better less red patient states feels better. On (B)(6) 2022, seen in clinic whole abdominal area breast line down fiery red, dry, no redness around incisions. Medrol dose pak and hydrocortisone cream. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No. Please describe how was the adhesive was applied. Applied using the provided pen applicator. What prep was used prior to, during or after adhesive use? Chlora prep. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi jr female 37 yo bmi 19.58. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Current patient status. Improved and rash free now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.